Event description:
Pt reported that the device had not provided efficacy to treat her depression. Pt also reported suicidal ideations due to the device which resulted in hospitalization. The device was reportedly programmed off. At the pt's request, the MFR is unable to follow up with the treating physicians. Therefore, medical professional info to determine device functionality and medical professional assessment of the relationship between the device and the suicidal ideations could not be obtained.